Event description:
It was reported that customer experienced a cgm error while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, and successfully restarted sensor session, after which cgm error did not recur.